Event description:
Customer called to report the pump kept pushing the insulin through the tubing during the priming. It was stated that the customer used their finger to block the insulin from coming out twice in order to stop the delivery and had the option of pressing the escape button if it was done. Customer tried a new infusion set. The pump still was pushing the insulin out even the activate button was not pressed after seeing the insulin exiting from the tubing.